Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the "partially" calcified and severely tortuous distal right coronary artery. After a non bsc guide catheter and guide wire was advanced, a 5mm x 3.00mm emerge balloon catheter was used. The balloon was inflated 2 times. The first inflation was at 6 atms and on the second inflation, the balloon ruptured at 12 atms. The device was removed intact and the procedure was completed using a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).